Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. However, customer reported being able to self-treat with unspecified treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range. Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader. No issues were observed. Reader powered on with button depression. Observed display flashing on and off. Dsplght-4 was created to address the issue. The reported complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. However, customer reported being able to self-treat with unspecified treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section h10 was incorrectly documented in the previous follow up report. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Observed the returned reader did power on with button press. Observed display flashing on and off. Performed a visual inspection on the returned adc usb/charging cable and no issues were observed. No issues were observed and adc usb/charging cable passed testing. Performed a visual inspection on the returned adapter and no issues were observed. The power adapter passed testing and current voltage measured to be within specification. An extended investigation has been conducted on the returned reader. Visual inspection has been performed on the returned reader and no damage was observed. The returned battery voltage was measured and the results were not within specification. Replaced the battery with a new unused battery and the reader did not power on. Applied pressure to the central processing unit (cpu) and observed that the reader powered on. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a loss of consciousness. However, customer reported being able to self-treat with unspecified treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.